Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced insulin leaking from the pump motor area after replacing the cartridge on two occasions, despite not overfilling; the issue resolved after changing the cartridge again, and the user wears an inset infusion set (6 mm, 23 in). Symptoms included headache and fatigue consistent with sensor-reported high glucose, which the exact blood glucose value was not able to be provided by the user. Outcomes included elevated glucose without hospitalization. Customer care provided troubleshooting, with replacement supplies shipped. Investigation of this case revealed evidence consistent with a cartridge or pump fluid path leak leading to under delivery and hyperglycemia, with the affected component limited to the cartridge and pump fluid interface. It was concluded, based on previously established findings for similar reports, that the cause was a leaking cartridge or connection issue resulting in inadequate insulin delivery.